Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. User tried to recover and reboot the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found no hardware error upon arrival. However, auxiliary matrix drawer 7 did not close properly after access. The station back panel was removed for investigation, and a misaligned red latch that was not catching to lock was discovered. The black plastic behind the drawer was adjusted, the slide rail metal guides were realigned, the ball bearing cage was repositioned, and one new slide bumper was installed. The drawer was opened and closed multiple times and tested good. The system functioned as intended after the field service engineer repaired the device.